Event description:
The user facility reported the solopath device failed to deflate. Follow up communication with the user facility confirmed the following information: (1) solopath sr-1935 was advanced to destination and inflated; (2) medtronic core valve was delivered successfully; (3) sr-1935 was inflated to deflate, but the exterior balloon would not collapse; (4) manual retraction of the sheath from the patient was attempted, but was unsuccessful; (5) the physician performed a cut down on the common iliac and was able to manually depress the sr-1935 and remove it; (6) patient vasculature was very calcified, small in size 4.5-5.0mm and had moderate tortuosity; (7) the patient was not injured; (8) the procedure was completed successfully; and (9) the patient is reported in "stable" condition.

Manufacturer narrative:
This section was completed by the manufacture per crf 803.52 (f) (11) because the information was not initially completed by the user facility. The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 3004672932-2015-00001 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The actual sample was returned to the manufacturing facility for evaluation. The unit consisted of only the sheath without the dilator. The sheath appeared to be fully collapsed along its entire length and the sheath inflation port had been cut off from the lead line. Visual evaluation identified a significant tear in the outer jacket at the hub area. Additional jacket damage was identified at the non-collapsible junction of the sheath. The unit appeared to be severely kinked and twisted as well in that location. Also significant abrasion of the outer jacket was identified at the distal tip of the sheath. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Product specific trending for the past three years shows there have been no similar reports. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 3004672932-2015-00001 to provide new information revealed upon the return sample evaluation by the manufacturing facility.